Manufacturer narrative:
(B)(4). Customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that while the surgeon was impacting the tibia during cementing, the top of the impactor fractured off. Attempts to obtain additional information have been made; however, no more information is available.

Manufacturer narrative:
Upon reassessment it was determined that this item was reported in error. The initial report was submitted in error and should be voided. No known impact or consequence to the patient and no adverse events were reported as a result of this malfunction in this event or in past events.

Event description:
Upon reassessment it was determined that this item was reported in error. The initial report was submitted in error and should be voided. No known impact or consequence to the patient and no adverse events were reported as a result of this malfunction in this event or in past events.